Manufacturer narrative:
Additional information: d9, g3,g6, h2, h3, h6 one 8.5f swartz braided introducer sheath was received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. Review of the device history record was not possible as the lot number is unknown. The cause of the reported leak remains unknown.

Event description:
During the procedure, an air leak occurred. The air was removed, and the procedure was completed with no adverse patient consequences.